Manufacturer narrative:
(B)(4) - top cap removal difficulties are addressed in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male with prior open aaa repair underwent evar with a zenith converter graft on (B)(6) 2013. The physician passed the device, unable to pass gray positioner back up through the limb. Top cap caught the internal stent. Physician felt this difficulty could have possibly been anatomical, due to the prior open aaa repair. The device was unable to be removed, therefore, the patient was converted to open procedure. The procedure was completed successfully and the patient was in stable condition upon the reporter's exit.